Event description:
The customer called for help with her contour system. She alleged that she received a control test result around 300 mg/dl prior to calling. The normal control range was not provided, but should be around 106-147 mg/dl. No adverse events were alleged. The customer declined to troubleshoot. The test strips are to be returned for evaluation. The meter was replaced at the customer's insistence. Replacement test strips were also sent to the customer.

Manufacturer narrative:
Product not returned yet.